Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Device evaluation: the distal tip was damaged. There were kinks present on the catheter 86 cm and 119 cm proximal to the distal tip. The two most distal stent wire wraps had raised, stretched and deformed struts.

Event description:
It was reported that the physician was attempting to use a resolute onyx to treat the proximal diagonal branch exhibiting slight vessel tortuosity, moderate calcification and 70% stenosis. The device was removed from its packaging as per IFU and inspected with no issues noted. Lesion was pre-dilated. During the procedure, it was reported that the device passed through a previously deployed stent and resistance was encountered. No excessive force was used. The stent strut was reported to have collapsed while attempting to cross. It is reported that due to the calcified lesion and the stent damage, it could not cross. The device was reported to have broken / fractured. The device did not detach in the patient. The device kinked and was re-straightened during use. The device was removed as normal. No portion of the device remains in the patient. Procedure was completed with a resolute onyx drug-eluting stent. Please note that this device, resolute onyx, is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions